Event description:
Pt admitted to hosp approx two weeks after undergoing uterine fibroid embolization. Pt was suffering from sepsis and a ruptured fibroid. Pt underwent a hysterectomy upon hospitalization.